Manufacturer narrative:
(B)(4). The device was not returned for investigation. A device history record review could not be conducted as the lot number was not provided. As no sample or photo was received, further evaluation, testing and investigation could not be conducted for alleged defect particles found in the product housing. Current manufacturing procedure, 100% visual inspection is conducted, and any ineffective devices are culled out. Therefore it is unlikely that a device having particles would be released for shipment. Additionally, ten pieces of the same catalog number in current production were inspected for the reported defect. No defects were found. Customer complaint cannot be confirmed based on the information received. No corrective actions can be assigned.

Event description:
Customer complaint alleges the respiratory therapist found particles in the 1605 housing. The alleged defect was detected during use. There was no report of patient harm. The patient's condition is reported as "fine."

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the respiratory therapist found particles in the 1605 housing. The alleged defect was detected during use. There was no report of patient harm. The patient's condition is reported as "fine."